Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was noted via remote monitoring due to out of range shock impedance measurements when it comes to this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. More information was pending. No adverse patient effects were reported.